Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2009 patient admitted with problem of low back pain. Patient underwent uneventful posterior interbody fusion at l4-5 for a spondylolisthesis. Following operations performed: patient underwent posterior spinal fusion at l4-5 with tlif, left l4-5 and l5 nerve root decompression, cage instrumentation, rhbmp2/acs, bone graft, auto graft, microscopic, assisted dissection, pedicle emgs, segmental spine instrumentation and instillation of intrathecal narcotic. No patient complications. (B)(6) 2009 patient discharged. On an unknown date post-op patient alleged unspecified injuries due to use of rhbmp-2.